Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation he observed in several procedures: elongated pieces of plastic looking like a "piece of mass" stuck in the posterior face of the implant. As per physician it can be a piece of the remaining crystalline lens. Additional information has been requested.